Manufacturer narrative:
The customer complaint of an error message while infusing could not be confirmed or replicated. ¿ the date and time of the reported event was not provided, however it was established that the event occurred while infusing. ¿ review of the pump module event logs confirmed that the final infusion occurred on (B)(6) 2019 at 11:43:51 am. At that time the user programmed an infusion of an unknown drug at a rate of 4ml/hr with a vtbi of 30ml. ¿ during that infusion two (2) patient side occlusion alarms occurred, however it is not known if these alarms were what was reported. ¿ review of the pump module error logs could not confirm any channel errors occurring on the date of the last infusion. ¿ timed rate accuracy testing was performed at the final infusion rate of 4ml/hr. The device was found to be in specification with no issues observed. ¿ patient side occlusion testing was performed, and was determined to be within specification. ¿ internal and external inspection was performed and no obvious issues were found during inspection. . The root cause of the customer complaint of an error message while infusing could not be identified during the investigation.

Event description:
It was reported that an error message occurred while infusing an unspecified medication. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information was requested but not provided.

Event description:
It was reported that an error message occurred while infusing. There was no patient harm.